Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21dec2020.

Event description:
It was reported to philips that the when a hospital medical engineer was performing pre-use check, the value(s) changed by itself when he/she was modifying the settings in the setting screen. The device was not in use at the time of the event. There was no report of patient or user harm. There was no delay in therapy caused by this event. An international sales representative visited the hospital and confirmed the reported issue. The front bezel was replaced to resolve the issue. The device successfully passed all testing and was returned to service.